Event description:
Notification was received from the (B) (6) of their receipt of an adverse event sent from a hospital. It was reported to the (B) (6) that during routine cataract surgery with intraocular lens (iol) implantation the leading haptic tore the patient's posterior capsule as the iol was unfolding in the eye.

Manufacturer narrative:
The intraocular lens(iol) was not received for analysis. Manufacturing records could not be reviewed as no identifiers for the device were received. A letter was received from the surgeon 4 months after the event in which he stated he had made some modifications to the manufacturer's recommended technique of insertion which reduced the occurrence of this issue they were experiencing. There is no evidence to suggest any fault on the part of the device design or manufacturer.